Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/28/2023, it was reported by a sales representative via email that one of the swivelock from (2) ar-2600sbs-4 speedbridge implant system failed while preloading the sutures. The swivelock eyelets broke away from the retention suture when it was being inserted in the cannula for implantation. This was discovered during an rcr procedure on (B)(6) 2023. The case was completed using an ar-2324bcc biocomposite swivelock. Additional information received on 8/1/2023: eyelet broke while going through the cannula, but never made it to the patient's bone. It was being held with the sutures from the swivelock and it was never loose.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging during insertion.